Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Subject reported via phone call that the subject had a possible device related adverse event with a diagnosis of severe hyperglycemia and diabetic ketoacidosis. Event was moderate in nature and the subject recovered without sequela on (B)(6) 2019. Primary investigator reported that the blood glucose was 1.7 mmol/l and 388 mg/dl. No device will be returned for analysis.